Event description:
It was reported that this inflatable penile prosthesis was explanted and replaced. It was noted that new tubing was used. No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).